Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was not addressed at the time of report. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Event description:
A malfunction alarm, identified as malf 24, was reported without any notable preceding events. This issue caused the customer's blood glucose level to exceed 500 mg/dl. The customer contacted technical support to address the high blood glucose level. No assistance from a third party was required, and after troubleshooting, the pump was replaced as a corrective measure. The new pump was dispatched to the customer's preferred address.